Event description:
It was reported that during a ptca/stent procedure, the stent was deployed at 10 atm (contrary to "IFU") and the proximal end of the elastic membrane became large. When the elastic membrane did not deflate with negative pressure, the stent delivery system was pulled back into the guiding catheter with the c-flex still dilated, which caused the elastic membrane to rupture at the ostium of the left anterior descending. A dissection occurred in the left main and a stent was deployed at that site. The pt experienced a cardiac tamponade while in the ICU, and was sent to surgery for treatment. The physician stated that the tamponade was not the result of the dissection or related to product usage.